Event description:
A motor vehicle accident trauma pt with multiple fractures arrested following surgery for repair of fracture of femur with rodding and repair of tibial fracture. Pt was in the very early post-anesthesia recovery phase when arrest occurred. CPR was immediately initiated. External pacing was attempted unsuccessfully. It is unclear at this time why pacing failed. An internal pacer was placed, but pt expired from unknown cause.